Event description:
It was reported that after a supply change, the user experienced elevated blood glucose for several hours while using the ilet system and subsequently chose to disconnect and revert to backup therapy; the user also requested guidance on stopping their dexcom sensor via the pump menu. Symptoms included hyperglycemia with device alerts for prolonged high glucose. Outcomes included no medical intervention, no assistance needed, and no ketone testing. Investigation included complaint intake, user education on device operation, and review of reported use conditions. Investigation of this case revealed no confirmed device malfunction or component failure, with cause of hyperglycemia unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.